Event description:
It was reported that on (B)(6) 2012 the following info was received from the consultant product specialist cardiac assist division: the md was putting a wedge balloon catheter in a child on friday night when there was a problem. They thought that the balloon exploded inside the pt. However, when they pulled it out it appeared that the balloon had ¿gone back inside itself¿ and still seemed to be intact, but ¿flat.¿ one of the hosp¿s clinical staff members told the parents of the pt that part of the balloon may still be in the child¿s circulatory system. Additional info received on (B)(6) 2012 stated that according to a meeting the territory sales mgr had with the lead nurse involved in the case, the cardiologist involved with this case did not use the syringe that comes with the wedge pressure catheter and instead detached it and used another syringe. Updated info received from the territory sales mgr reported that the event involved a (B)(6) female pt, (B)(6) in weight. The cardiology catheter lab was doing a pvr study (pulmonary vascular resistance) in which the wedge pressure catheter was being used. At pretest, the balloon was inflated by the scrub nurse and the inflation was not normal or symmetrical. The nurse in charge put this down to experience and advised to try again. On the second attempt the balloon inflated. The consultant cardiologist inserted the wedge pressure catheter via the pt¿s femoral vein. During the case the catheter was working correctly and gave good readings. The final inflation was done slowly and carefully in the MRI scanner, but the catheter did not show a pressure trace. The balloon was then aspirated only for the end user to find blood in the lumen. The balloon was then pulled back into the sheath to protect it and the whole line including the sheath was removed in a single withdrawal from the pt. The concern that the medical staff has is that although the balloon was clearly snapped on visual inspection, is there any fragment of the latex still in the pt. The pt was closely monitored and observed following the procedure for 24 hrs. There was a delay / interruption in therapy, however this did not cause harm to the pt. There were no reported pt complications. There was no reported pt death or injury. Medical / surgical intervention was not required. The pt has not shown any signs of chest pain or latex allergy. An update received on (B)(6) 2012 reporting about the decision the staff made to exchange the syringe was explained as ¿the staff was under the impression that because of recent black rubber seals coming off the plunger, they just assumed they should change the syringe.¿ since this event the staff has been educated in reference to the syringes and going forward they will inspect the syringes prior to use and use them accordingly.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.